Event description:
It was reported that the patient experienced discomfort during a procedure. It was also reported that the generator had high impedances. No other adverse effects were noted.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.